Event description:
This lead implanted on (B)(6) 2003 was replaced due to being broken in another procedure on (B)(6) 2008. No other information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).